Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case chipped on the front left corner, cracked bottom case by the l-bracket and loose plunger head. During analysis, "configuration invalid" alarm followed by "force sensor test" alarm at power up were noted. In addition, it was noted that update status showed updates were available. It was also noted that the pump shut down without updating because the 'force sensor test' alarm must be cleared first. It was noted that customer did not clear the "force sensor test" alarm before attempting to update. Service cleared the force sensor alarm by recalibrating, then completed updates on the pump to clear 'configuration invalid' alarm to correct the reported issue. Service also performed power up process and all functional tests which passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump had a bad main board and had no signal. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.